Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (service code 204) has confirmed that the connector was damaged. The root cause for damaged connector was physical abuse. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt was displaying a service code 204.